Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s insulin pump screen was flushed and stopped displaying after exposing it to water. The customer also reported cracks on the exterior of the insulin pump's main unit and the area where the battery was inserted. The customer reported no adverse eventthe event involved product mmt-1882. Troubleshooting was performed, including advising the customer to remove the battery and store the insulin pump. The customer was informed that the insulin pump would be replaced and was advised to contact the medical institution for further assistance. No harm requiring medical intervention was reported. No product return was required for mmt-1882.

Manufacturer narrative:
Additional information has been received regarding the product change which was not included in the initial report. So, the correct product material has been changed from mmt-1882 to mmt-1712k as per new additional information and updated in sections b5 (updated the summary), d1/d2a/d2b (product code, brand & device name) and d4 (product model, catalog, serial, lot number and primary UDI number) with this supplemental report. Also, additional information has been received which was not included in the initial report. The information has been provided in sections b5 (updated the summary), h6 (type of investigation, investigation findings, investigation conclusions) and h11 (product return statement) with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the event involved product mmt-1712k. The customer will discontinue the use of the pump. Mmt-1712k was requested and customer response was that the device will be returned.

Manufacturer narrative:
Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. The pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, broken belt clip rails, battery tube threads - cracked and cracked case (battery tube). Blank display confirmed due to moisture damage on the electronic assembly. Damage- cracked case battery tube confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.